Manufacturer narrative:
The pump function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The pump was received with cracked reservoir tube lip, cracked reservoir tube through reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump and low blood glucose levels. The customer states they had low of 43 mg/dl. The customer states the pump is cracked near the esc button. The customer was advised the pump would have to be replaced and returned for analysis.